Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that her infusion set cannula was removed the blue protective cap was still attached with the inserter and it was not properly attached, and the device was floating which occurred on (B)(6) 2025, which resulted in elevated blood glucose (470 mg/dl), therefore patient had received treatment with a pen. The patient was initially not recovered and experienced vomiting and other symptoms. No further information was available.